Event description:
Using a freestyle libre 3 sensor, started after the previous sensor failed on (B)(6) 2024. This one failed after 3 days (11 days remaining). Error code 57. Reference report mw5157793.